Event description:
The doctor reported that while utilizing an elite j unit for treatment of a cracked retina, the doctor noticed over coagulation after the initial firings of the laser unit. The pt received a minor injury, no medical intervention was required.